Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that when removing the needle from the pt upon completion of the procedure, a burn was found at the needle insertion site. The needle was damaged and bent. The doctor is aware that he may have damaged the needle while inserting it along a metal echo guiding needle. The pt was seen by dermatologist. It is unk what treatment, if any, was provided.